Event description:
Same case as MFR's: 60000093-2004-01095, 6000093-2004-01097. It was reported that approx 2 days after a coronary drug eluting stenting treatment procedure, the pt was found to have a sub acute thrombosis with occluson of the vessel proximal to the stented area. In 2004, the physician successfully implanted three taxus express2 8.8% drug eluting stents (2.5 x 24 mm, 2.75 x 12 mm and 3.0 x 20 mm). This intervention was performed on an emergency basis for a very long, tight lesion in the lad. During this procedure no lesions were noted in the circumflex. No procedural complications were reported. While under observation in the intensive care unit 2 days later, the pt developed acute chest pain and the vessel was found to be occluded proximal to the stented area. The physician dilated the lad with a 3.0 x 18 mm power sail balloon with improvement of blood flow through the vessel. A new lesion was noted in the circumflex and the physician successfully implanted a taxus express2 8.8% 3.5 x 16 mm drug eluting. The pt status is unk. No additional info is available, despite several requests.